Event description:
According to the initial reporter, during the cpre procedure, the surgeon had difficulty traversing and releasing the introducer. The prosthesis broke from the introducer in the wrong place and went towards the patient's mouth. Tweezers were used to remove it. The patient recovered well and was released.